Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.